Event description:
It was reported that the patient had an inflammatory mass. A magnetic resonance image (MRI) was going to be done to check for a granuloma. The pump was infusing morphine (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w lot# l49377, implanted: (B)(6)1998. Product type: catheter. (B)(4).